Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. Insulin deliveries were successfully resumed. Customer experienced a blood glucose ranging between 523-600 mg/dl. Manual injections were administered to address bg.